Event description:
On (B)(6) 2011, the patient alleged she did not program the insulin pump and in turn the pump may have possibly given her an unintended bolus insulin dose. Reportedly, at lunch time, her blood glucose was at 41 mg/dl and she did not have any signs or symptoms of hypoglycemia. She ate her lunch and her blood glucose elevated to 183 mg/dl. This complaint is being reported due to a possible keypad issue which may have inadvertently dispensed unintended insulin. There was no serious injury involved with the alleged issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.